Event description:
It was reported to philips that a small focus defect in the x-ray tube caused image artifacts on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mrc 200 0407 rot-gs 1004 x-ray tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).